Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The device was not on patient use when the reported issue was found. No patient or user harm reported. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the front bezel needed to be replaced to return the device to working condition.the customer's bio-med replaced the front bezel to resolve the reported problem with the navigation ring and the device returned to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported a ventilator with a defective navigation-ring. There was no patient involvement / harm.